Manufacturer narrative:
(B)(4). Concomitant medical products: biomet microfixation sternalock 360 multi-implant system, catalog #: 74-0004, lot #: 867900,therapy date: (B)(6) 2018. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00751.

Event description:
It was reported after detaching all of the tensioners each plate and band were cut and locked. The surgeon attempted to insert the first screw at the manubrium and after it was inserted the band snapped. The surgeon stated proper surgical technique was used, ensuring not to over tighten the tensioner on step two. The surgeon chose to remove the sl360 implants and close the patient's sternum with wire. There was no injury and a delay of approximately five (5) minutes due to the removal of the device. No additional patient consequences were reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The product identities were confirmed. The sternalock 360 multi-implant system (part# 74-0004, lot# 867900) and two (2) sternalock blu system screws, cancellous cross-drive locking (part# 73-2418, lot# unknown) were visually evaluated and sent out for metallurgical testing. The screws showed normal signs of an insertion attempt. No anomalies were noted with the screws and it is unlikely they contributed to the failure of this implant. Evaluation of the metal band and locking mechanism showed that the band had sheared and fractured and the locking mechanism was not engaged. The locking mechanism is normally engaged during step 3, which is when the paddle is turned clockwise two full revolutions to lock the device and cut the band. The observed band failure and locking mechanism failure is consistent with a failure that was recreated with a new tensioning device when step 3 was attempted with the locking mechanism not properly engaged with the tensioner. The device history record (DHR) for the implant was reviewed and no discrepancies were found. The DHR review for the screws was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to the locking mechanism was not engaged properly with the tensioner during step 3, causing the band to be cut but not locked into the intended position. The band was likely cut and pinned in place but not fully locked, and pulled out during the insertion of the screws into the plate. There are no indications of manufacturing defects. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00751-1.

Event description:
This follow-up report is being submitted to relay additional information.